Event description:
Vapr s 90 electrode w/integrated handpiece failed to work during left knee arthroscopic anterior cruciate ligament reconstruction surgery. New electrode obtained and used without difficulty.